Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high bhcg results generated by the power processor system. Per customer, the results were between 5miu/ml and 50miu/ml, when repeated, are <5miu/ml. The actual results, however, were not supplied. Customer indicated that they now repeat all bhcg results. No reports of death, serious injury or change to patient treatment were reported in connection with this event.

Manufacturer narrative:
No additional information was provided for this event. A malfunction will be assumed for the purpose of this report.